Manufacturer narrative:
(B)(4), date sent: 9/11/2023. D4: batch # 220a59.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2023 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx60b device was received with the firing trigger broken off, otherwise with no apparent damage. The device was received with a reload loaded. The reload was returned void of staples. The device was disassembled in order to verify the condition of the internal components and the spring pin, firing bar was found to be damaged. No functional test could be performed due to the condition of the device. In addition, the device was opened without difficulties. The damage to the firing trigger is possible that the device encounter higher firing forces than normal resulting in a damaged component. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Although no conclusion could be reached on the cause of the reported event of "would not open", the instructions for use do contain the following caution: prior to opening the instrument and releasing the tissue, the edge of the reload or the side of the anvil may be used as a guide to transect tissue (not vessels) or to excise tissue which is protruding through the jaws. This aids in cutting at a proper distance from the staple line. Open the jaws by pushing the release button and releasing the grasp of the closing trigger the triggers and jaws will fully open, releasing the tissue. Remove the instrument. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colon resection procedure that surgeon clamped down on tissue, device was fired, but then the stapler would not open and the jaws would not release. Surgeon attempted the release button resulting in a broken handle, they then tried pry the jaws open but ended with cutting the device out and using a second device to continue with the procedure. There were no adverse consequences for the patient.